Event description:
It was reported that an alarm occurred every three days between august 20 and september 3, 2025. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to load a new cartridge, and successfully resumed insulin delivery. No cracks were verified on the original cartridge, and it was not available for return.